Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and was unable to performed functional testing due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that there was a black line on the screen. Customer took a shower with the device off but in the same room. Customer's blood glucose was unknown. Device had been dropped before. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.